Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 203mg/dl on customer's meter and 94mg/dl on professional meter. Customer also reports back to back testing on the same meter with results of 88mg/dl and 190mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.